Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Later healthcare professional reported "implants ruptured upon inspection/explant, tore more when being pulled out, ultrasound performed". Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: deflation: observed broken device assessed as surgical damage. As per the investigation procedure, crease and wear abrasion was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported right side "deflation". Later healthcare professional reported "implants ruptured upon inspection/explant, tore more when being pulled out, ultrasound performed". Device has been explanted and replaced.